Event description:
Customer reported discordant results, (one negative and one positive result) with no additional information.

Manufacturer narrative:
Investigation conclusion: tested 5x retained devices from the reported first kit lot with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. The provided second kit lot 3648546 was not a valid qv sars lot. A review of complaint history did not identify any adverse trends. Investigation summary: in response to your complaint, we tested retained devices from the reported first kit lot 3646825 with negative standard. In our quality control laboratory, all the retained devices tested yielded valid and accurate negative results at the ten (10) minute result read time. The provided second kit lot 3648546 was not a valid qv sars lot. Although we were unable to duplicate your complaint, the information you provided has been documented and will continue to be monitored. Root cause: could not duplicate with retains; unable to determine. Source: phone.